Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. Functionality testing found the device to constantly alarm for downstream occlusion and not auto restart. The device was found out of specification in relation to the symptom which was not reproduced during evaluation. The evaluation found the downstream sensor current reading with a fluid filled set loaded to be above specification. Further evaluation determined that the downstream pusher plate gap was too narrow. This elevated signal level is the cause for the nuisance downstream occlusion alarms and with a false downstream occlusion present the pump will not auto-restart. The unit was reworked and calibrated.

Event description:
During baxter's functionality testing of a spectrum pump, it constantly displayed the downstream occlusion message and would not auto restart. There was no patient involvement.